Event description:
In 2008, the patient reported elevated blood glucose readings of 16 mmol/l (288 mg/dl) and 14.7 mmol/l (264.6 mg/dl). Her normal range is 4-6 mmol/l (72-108 mg/dl). She stated she does not believe her insulin infusion device is properly delivering her basal rate as she can correct her elevated readings with a bolus but she has to give more of a bolus than she used to. During troubleshooting, the patient stated she changes her infusion headset on wednesdays and her headset and tubing on sundays. She was advised to change her headset every 3 days and the tubing every 6 days. On follow up on three days later, the patient was not available but the person who answered stated, the patient is using her new infusion device and her blood glucose levels have returned to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.